Manufacturer narrative:
(B)(4).

Event description:
[MDR decision updated to not reportable. No additional supplementals required.]

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 0.5768 mg/day via an implantable pump for non-malignant pain. It was reported that the stop therapy button was accidentally pushed on the physician programmer. The date of the event was unknown. No symptoms were reported. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.